Event description:
Reporter alleged blood glucose measured 51 mg/dl back toback with a result of 106 mg/dl when testing was performed 2 minutes apart. No actions were taken or treatment was received as a result. A request was made for the return of the suspect device and replacement product was sent.